Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a brevera procedure on (B)(6) 2025, in the middle of the biopsy the unit froze and a message with an error occurred. A 2nd needle was used and the patient required a new incision to the breast. Procedure was completed successfully. No other information available.

Manufacturer narrative:
An investigation was conducted: brief description: it was reported that on (B)(6) 2025, that during a procedure the brevera system (B)(6) and brevera driver (B)(6) began freezing and displaying a device driver error. The system was shut down and the driver reset. A second needle was used, and the patient required another incision and additional lidocaine in order to complete the procedure. The procedure was able to be completed after this. Patient impact was reported as the patient required another incision in order to complete the procedure. Initial evaluation: neither the brevera system nor the brevera driver used in this complaint were returned for investigation. Investigation methods and findings: further investigation could not be carried out as parts were not returned to pmqa. Cause/root cause: since no parts were returned to pmqa for investigation, a definitive root cause could not be determined. The disposable device was discarded after the event, so no examination was performed. Based on the details of the complaint, and the steps taken to resolve the issue, the most probable root cause is an issue with the specific needle used in the complaint. If there was an issue with the needle, it could have prevented proper attachment to the driver or negatively impacted performance and key functions. Conclusion: no parts were returned to hologic pmqa for analysis; therefore, a definitive root cause could not be established. However, based on the complaint details and the troubleshooting steps taken by the customer, the most probable root cause is an issue with the disposable needle attaching to the driver. The reported error code is associated with a timeout of the brevera biopsy functionality. This is consistent with a scenario in which the needle is not properly attached, and the driver does not fully prepare for biopsy. The customer resolved the issue by restarting the system and installing a new needle, which indicates the problem was likely isolated to the original needle. There was patient impact, as the patient had to be removed from compression and a second incision was required. Accordingly, this event is reportable to the FDA. Complaint confirmed: no. Device history record (DHR) review: driver serial number: (B)(6), driver sku: brevdrv, system serial number: (B)(6), driver manufacture date: 5/17/2023, driver installation date: 1/11/2024, UDI: (B)(4). The device history record for the serial number involved was reviewed and was found to have met all manufacturing requirements prior to shipment for distribution. This includes final inspection and packaging inspections. No deviations are mentioned within the DHR.